Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) stated ran the pump on a balloon and trainer for 15 minutes and found no issues, could not duplicate the complaint. Reviewed the logs and found no errors besides auto fill failures. Completed checkout including all functional and safety tests as per manufacturer specifications. Let the unit run on a balloon and trainer for 2 hours, to see if fault could be repeated. No problem found.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is losing pressure and balloon is not inflating properly. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.